Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter funnel was examined, a tear was found.

Event description:
It was reported that when the foley catheter funnel was examined, a tear was found.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The first photo sample shows the overview of the drainage bag with an inlet tube, sample port connector, all-silicone temp sensing foley catheter, tes and syringe. The second photo shows the overview of the foley catheter. The third photo shows a close-up view of the tear on the catheter shaft. The fourth photo shows the inflation valve cap with product information. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with an inlet tube, sample port connector, all-silicone temp sensing foley catheter, tes and syringe 119314 and lot number ngjx4588. Visual inspection of the sample noted a tear on the catheter shaft. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.